Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe shield was loose in the package. This was discovered before use. The following information was provided by the initial reporter: one of the syringes in the lot was missing the shield, the shield was loose in the sealed package. There was no accidental needle stick.